Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 1999 to treat vaginal prolapse and mesh was implanted. Following the procedure, the patient experienced painful sexual intercourse, pain and recurrent bladder prolapse. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.